Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarm noted. Unit had a scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Event description:
Customer reported that he had unexplained low blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 53 mg/dl. Customer stated that he had multiple no delivery alarms and motor error alarms. Nothing further was reported.